Event description:
A female, reported she experienced a scratchy feeling, tearing, photophobia, in left eye, later diagnosed as a corneal ulcer while using complete multipurpose easy rub. She was prescribed an antibiotic ointment (polymyxin b sulfate) and ofloxacin, which were used for about 1 week at which time she resumed contact lens wear. When she resumed lens wear, she began a new unit of complete (the other bottle was empty), used new lenses, but did not discard her lens case. She was unsure how old the lens case was and she does not clean it regularly. She caps it up after discarding used solution. She does discard the solution daily and performs a 'rub and rise' step before storing lenses. She wore the lenses for 7-10 days before symptoms of burning, photophobia and tearing in od began again. She reported she was self-treating with remaining ocuflox. Follow up from her optometrist confirmed a diagnosis of corneal ulcer, which resolved with treatment of ocuflox, polyspoin ointment and cyclogel with homatropine. He indicated that the patient has a long history of contact lens related eye problems dating back to 1997. Event was regarded as severe in nature, treatment required to preclude permanent injury, and recovered without sequelae. In the doctor's opinion, an unknown, but unlikely relationship to use of the device.

Manufacturer narrative:
Other for photophobia. Complaint sample testing: physico-chemical and microbiology analysis results are correct and all parameters are within established acceptance criteria. Root cause has not been established.